Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the tube was inserted on (B)(6) 2023 and the rubber inside the top of the button (above valve) where the connector plugs in is breaking apart on (B)(6)2023. No injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.